Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a surgeon that the patient was in the hospital because he had a gastrointestinal bleeding and was waiting for a complete exam: CT. Anticoagulation was reduced due to this intestinal bleeding. Yesterday patient had hematuria and increasing flow and watts. Inr was 1.2 and antiplatelets were stopped few days ago. The patient was transferred to ICU, hemolysis blood sample were done. Log files were sent. The patient received one shoot of tpa 5mg with poor results. The patient remains stable on ICU, next step and information will follow.

Manufacturer narrative:
DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump hw10066 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files confirmed the reported increase in flow and power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, use of anticoagulation therapy, patient's clinical status, and other comorbidities may have been contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.